Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
A report was rec'd stating that during a deltoid injection, the needle broke. No needle-stick took place. There was no report of pt or clinician injury.